Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the anchor snapped in the patient ¿ anchor was being used to secure ultratape as part of a meniscal root repair, however, as the consultant could not visualize the insertion of the anchor, I believe the consultant was tapping the anchor down onto the first anchor which was placed into the bone. No backup was available. No delay or patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned. Clinical details provided reported that the surgeon could not see the insertion point of the anchor; as a result the anchor impacted a previously implanted anchor causing the reported breakage.